Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke.

Manufacturer narrative:
Visual inspection confirmed that a fragment from the anterior post feature fractured off, but that fragment was not returned. The posterior surface is gouged and nicks can be seen. Some nicks are present on the anterior surface. These devices are used for treatment. This lot has a potential field life of approximately two years and 11 months. It is unknown for how many times the device is being used. This device is used for treatment. Visual inspection confirmed that a fragment from the anterior post feature fractured off, but that fragment was not returned. The posterior and anterior surface is gouged and nicks can be seen. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the device construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.